Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient made a mistake and did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for two days for this event. The patient was treated with vancomycin (route, dose, and frequency not reported). At the time of this report the patient was recovering from peritonitis. The patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.